Event description:
A report was rec'd via FDA's medical products reporting program that a pt developed a fungal corneal ulcer in the left eye while using renu with moistureloc multi-purpose solution. The pt initially had dry eye symptoms in the left eye, which she attributed to allergies. Her symptoms continued over a week and began to be more painful. The pt went to the dr in 2006, and was diagnosed with a corneal ulcer. She was referred to a corneal specialist and was also diagnosed with a fungal infection. The pt was prescribed vigamox q1h. An eye culture was performed and was positive for an unspecified fungus. The pt reported she lost partial vision in the left eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.